Manufacturer narrative:
Investigation summary bd received 300 samples for investigation. The samples were evaluated by visual examination and 20 tubes were selected for functional testing. The indicated failure mode for underfill/no fill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill/no fill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes were underfilling or not filling at all. Sample recollection occurred. No further health impact or consequences reported.